Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found a full breached insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.